Event description:
Dr. Tried to release the stent in the patient but noticed that there was increased resistance. Dr. Left it at this one attempt and switched to a new system with which he then successfully completed the procedure. During preparation, it was noticed that the system could not be flushed properly. The main channel could be flushed correctly, but the side arm could not. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What was the destination of the device? Sfa superficial femoral artery. Can you confirm which medical procedure bba stands for? Bba pelvic leg angiography: pelvic leg angiography. What are the dimensions of the wire guide used? 0,035 inch. Was the anatomy calcified/tortuous? No abnormalities. Has there been resistance that pushes the wire guide or the device to the target point? No. Are pictures of the procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 26-may-2025 as the complaint no longer meets the description of a reportable incident (white disk not present on inner catheter).

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 26-may-2025 as the complaint no longer meets the description of a reportable incident (white disk not present on inner catheter).